Event description:
It was reported patient underwent right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2008. Subsequently, a left hip revision procedure took place on (B)(6) 2012 allegedly due to pain, squeaking, subluxation and elevated metal ions. Additional information received indicates that the right hip was revised on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient alleges right hip revision in (B)(6) 2012, and further alleges pain, squeaking, subluxation and elevated metal ions. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-02627 / 02630).

Event description:
It was reported patient underwent right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2008. Subsequently, a left hip revision procedure took place on (B)(6) 2012 allegedly due to pain, squeaking, subluxation and elevated metal ions. Additional information received indicates that the right hip was revised on (B)(6) 2013 allegedly due to pain, squeaking, subluxation and elevated metal ions. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-02627 / 02630).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Dimensional evaluation found component to be within appropriate design specification.